Event description:
The 7120 st. Jude lead had an insulation breach as noted on the device. Because of this, the device did not deliver full energy shocks for the episode back in (B)(6). A new (B)(6) ICD (implantable cardioverter defibrillator) lead was placed with the new device. The 7120 st. Jude lead has been partially explanted and sent back to abbott (st. Jude). The pt (patient) arrested and 0.0j (joule) shocks were noted on the egms (electrograms). The pts rhythm converted spontaneously and they returned to nsr (normal sinus rhythm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).